Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was damage to the cable outer sheath wires near the connector end of the battery. The wires were exposed due to use. Education was provided to have more care in the sharp bends in the battery cable. The battery was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The battery was not returned for evaluation. Visual evidence provided by the site revealed a tear in the outer sheath of the battery's cable, thus exposing the wires. As a result, the reported event was confirmed. Based on the available information, the most likely root cause of the reported event can be attributed to wear and/or handling of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.